Event description:
A ventilator was returned to the manufacturer's service center for evaluation. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an issue with the device's lcd screen was observed.. The device's lcd screen was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported that an issue with the device's lcd screen was observed..the device's lcd screen was replaced to address the issue. The manufactuer received information from the service center that the lcd was not replaced to address the issue.